Event description:
It was reported that the cardiosave rescue intra-aortic balloon pump (iabp) failed drive manifold leak test during preventive maintenance (pm). There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted following global CAPA (B)(4) corrective action implemented for root cause 43.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) units failed drive manifold leak test.

Manufacturer narrative:
Repair so #(B)(4), dated 12/06/2019, 12/07/2019, 12/11/2019 (multiple visits), noted that the issue was discovered during pm on 06-dec-2019 since the drive manifold leak test kept failing. The fse replaced pn d104-00-0031 drive manifold assembly to fix this issue. A pm was performed and the details were documented on pm so #(B)(4). The unit was verified to pass all tests and checks to manufacturer specifications before the unit was returned to the customer and cleared for clinical use.//mc_(B)(6) 2023 . It was reported that the cardiosave rescue intra-aortic balloon pump (iabp) failed drive manifold leak test.

Event description:
N/a